Manufacturer narrative:
(B)(6). This device was returned for evaluation. During repair, it was determined that the bearings were worn on the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device was overheating when in use. According to the reporter, the device could not be used for awhile due to the heat. It was not reported that the device was used in surgery, or that there was patient involvement. It was not reported that there were any delays in the surgical procedure, or that a spare device was available for use. It was not reported that there were any injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.